Manufacturer narrative:
During failure analysis, the customer's complaint was duplicated; the device overheated during testing. Further investigation revealed corrosion damage within the motor, rotor, press plug and other component parts. According to the analysis notes, the rotor was stuck in the motor due to corrosion; this interference may cause friction which could lead to the overheating described by the customer. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker core micro drill was sent in for repair due to overheating during a procedure. No adverse consequence was reported; another device was used to complete the procedure without any procedure delay.